Manufacturer narrative:
(B)(4) the customer returned one dilator for analysis. Signs of use were observed within the dilator. Visual and microscopic inspection of the dilator confirmed that the tip appeared damaged and deformed. The bend in the dilator was measured 3" from the hub. The dilator body length measured 137mm, which is within the specification limits of 134mm-146mm per the dilator product drawing. The dilator outer diameter measured 0.158", which is within the specification limits of 0.156"-0.160" per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.053", which is within the specification limits of 0.051"-0.061" per the dilator drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guidewire (measured 0.85) was threaded through the returned dilator and was able to advance through with minimal resistance at the undamaged portions. However, minor resistance was met at the distal tip. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was deformed. Slight bending was also observed on the dilator. All relevant dimensional requirements were met, but functional testing revealed slight resistance at the tip when passing a lab inventory guide wire through the dilator. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the dilator tip, the damage appears consistent with an undue force related event during insertion; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " on (B)(6) 2025, the doctor found the dilator deformed and split during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention was required. The patient's current condition is reported as "fine".

Event description:
It was reported " on (B)(6) 2025, the doctor found the dilator deformed and split during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention was required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "(B)(6) 2025, the doctor found the dilator deformed and split during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention was required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.